Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: review of the DHR found nonconformance related to the product lot. However, the individual affected device was replaced and all devices within the lot met acceptance criteria. Therefore, the DHR anomaly is not related to the alleged device complaint. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 3. Reference MFR report: 1627487-2014-25343 and 1627487-2014-25345. The patient has two anchors with the same lot number. It was reported the patient was experiencing drainage and pus at the midline incision site. In turn, the patient was hospitalized on (B)(6) 2014 and administered IV antibiotics due to an infection. As a result, the patient's scs system was explanted. Additionally, cultures will be taken from the ipg and midline incision site.